Manufacturer narrative:
A leak was observed on the exposed portion of the soft cannula. It could not be determined when or how the cannula was damaged. The download data shows that the device generated an 0x18 alarm, indicating an empty reservoir. Upon opening the device, the reservoir was confirmed to be empty. Timeouts were observed in the download data due to the plunger pushing down to reach the bottom of the reservoir. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 380 mg/dl while wearing the pod between 4 and 24 hours. As treatment he gave himself a bolus even though it was not recommended by the automated system to do.